Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample with lot number 2032236264 was received for evaluation. The returned device was visually inspected, and the reported issue was confirmed; the tubing was trapped in the seal. A corrective and preventative action (CAPA) is currently open in order to address the failure though a more robust investigation. Any actions resulting from the CAPA will be designed to prevent the reoccurrence of the reported condition.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the end is sealed and the tube is severed into two pieces. The issue was discovered prior to use. The tubing did not appear stuck in the seal of the packaging. There was no patient contact with the product, therefore no harm, injury or delay in treatment.